Event description:
In 2002, the user facility's or supervisor informed the manufacturer's sales rep of the following: device catheter leaked at proximal and after saline flush while in the pt. Device catheter was not inserted using mechanical technique.